Manufacturer narrative:
510k: this report is for one (1) unknown zero-p variable angle (va) screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Implanted in 2016; exact date is unknown. Therapy date is 2016; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a removal of zero-p screw on (B)(6) 2018. The patient had an anterior cervical discectomy and fusion (acdf) c4-c5 on an unknown date in 2016. Patient complained of on and off neck pain since the surgery. An x-ray taken on an unknown date showed a floating screw. Additionally, patient has a sore throat that started a few months ago that did not really go away. The one zero-p screw was removed and left the rest in place. It is unknown if there was a surgical procedure. Patient outcome was unknown. Concomitant device reported: unk - cage/plate: zero-p (part number unknown, lot number unknown, quantity 1); unk - screws: zero-p (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown zero-p variable angle (va) screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: pictures and medical imaging. Visual inspection: review of the images provided revealed a completely backed-out and floating screw. No other issues were noted. The complaint condition was confirmed. Functional test, dimensional inspection, and document/specification review: no dimensional inspection or document/specification review is applicable as the device was not received for investigation. Risk documentation review: the "zero-p va" design and clinical risk management document was reviewed. Review found that the complaint is adequately addressed by the risk assessment. Conclusion: the complaint condition is considered confirmed as the images provided depict a backed-out screw. There is no indication that a design or manufacturing issue contributed to the complaint. No root cause could be determined as the circumstances surrounding the event were unknown. A risk document review found the risk assessment for this device adequately addressed the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.